Event description:
Per the clinic, the patient experienced a skin breakdown near the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and infection over the magnet site which was treated with oral and IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on june 07, 2022.